Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that the stapler sheath was not lost, and further confirmed that there was no injury to the patient. No product has been returned for failure analysis investigation, so no root cause could be determined. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for part #470530-08 / batch/lot #t10220405-0031 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1823 with 40 lives remaining. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that the sheath of the stapler may have slipped off and fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Although it was later determined that the sheath was not lost, it is unknown if the sheath ultimately had fallen inside the patient and had to be retrieved. .

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure that the sheath of the stapler may have slipped off, and the site was attempting to locate it. The caller asked the intuitive surgical, inc. (Isi) tech support engineer (tse) if the stapler sheath was radio-opaque. The tse explained that the sheath does not contain any radio-opaque additives and should not show up on an x-ray. There were no reports of patient injury. An isi field service engineer (fse) followed up with the site and was advised that the stapler sheath was not lost, and further confirmed that there was no injury to the patient. No site visit was conducted. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.